Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender unknown / not provided a4: patient weight unknown / not provided d10. Concomitant medical products tsvb16, impl tapered scr-v sbm 3. 7mm 3.5mm 16mm lot 1296050 g4: premarket identification k013227.

Event description:
It was reported the implants were removed from tooth site #33-36, due to over-pressure pain. Patient suffered soreness, pain and discomfort.